Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry system does not work on any of the wards that are using telemetry to monitor patients. There was no report of patient involvement.